Manufacturer narrative:
(B)(4). This is a report of a use error, where the solution bag was connected to the cassette loosely. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the solution bag and the cassette. This occurred during fill two of four of peritoneal dialysis therapy. During troubleshooting it was reported the caregiver connected the bag and the cassette loosely. The technical service representative assisted the caregiver to end therapy. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.